Event description:
It was reported that during an extensive testing of the 980 ventilator, 2 issues occurred where the graphical user interface (gui) became blank, and then the ventilator restarted. Upon power on, a serial number mismatch error message was generated. The ventilator was not in use on a patient at the time of the reported event.